Event description:
One re-introduction of the rf probe for the 2nd ablation, dr. Noted the probe was difficult to introduce due to prior radiotherapy and ablation. An error message "bad device or connection-tc3" was seen. On scanning the patient in CT, dr. Saw that what appeared to be a tine from the probe stuck in the tumour. A second probe was opened and treatment successfully completed. The tine was left in the pt. Device not kept for inspection.

Manufacturer narrative:
It is the opinion of medical affairs that this type of product failure could be related to a defective piece of metal, a manufacturing issue, user technique, or anatomical considerations. Given the pts history of previous treatment of tissues in the area by multiple interventions, it would be expected to be compromised of fibrous bands of tissue. The tumor would also be expected to contain regions of hard fibrous tissue from the previous radiation and thermal ablations. Trying to pierce this tissue with the probe is most likely explanation for the bent and missing tine. Leaving a small foreign body (tine) imbedded in tissue is not considered dangerous and would not be expected to lead to serious harm, permanent injury, or impairment of normal body function.